Manufacturer narrative:
The pump has been investigated without conclusive result. During the retrospective review, and as per the complaint description, low supply of water is detected from the pump. Aspiration module error can lead to variation in pressure, hence considered reportable. The risk is low pressure or hypotony and is determined to be reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance (B)(4) during a tele-conference on 05/31/2017. No information reasonable suggests anyone was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
Error message, pum63 supply pressure switch on, supply pressure too low, water detected, aspiration module will be deactivated.